Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This case is post mktg clinical trial for (B)(4). It was received the case card. It was mentioned as unk death.

Event description:
This case is post mktg clinical trial for (B)(4). It was received the case card. It was mentioned as unk death.

Manufacturer narrative:
After further review, this death was reported as a routine follow up for this patient's participation in a clinical study. There were no allegations of device malfunction, involvement or medical procedure pertaining to this patient's death. Requests for additional information did not result in any alleged device involvement or allegations. Due to the insufficient data provided to indicate any device involvement in this patient's experience, the devices are being deemed concomitant. If additional information is received, the aer decision will be reevaluated. An event regarding death involving a centrax duration hip shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device failure modes, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.